Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise over-sensing which led to pacing inhibition. The lead was explanted and replaced. The patient was stable.